Event description:
It was reported that a high drain volume occurred on the homechoice (hc) device during drain, while the home patient (hp) was connected. The drain volume equaled 5030ml. The hp did not have any symptoms. The total ultra filtration (uf) volume was 3502ml. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. An event history log review was performed with no issues that were related to the reported condition. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short simulated therapies were performed on the device successfully. The cause of the reported condition could not be confirmed through the sample evaluation. A device history review and service history review will be completed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review and service history review were completed with no issues noted that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.